Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A healthcare professional reported that knives were dull and exhibited burrs on the blades during separate surgeries. Alternate knives were obtained in order to complete the procedures with no patient impact. Additional information has been requested, but was confirmed to be unavailable.